Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and needs to charge the ipg more often. The patient underwent an ipg replacement procedure. Additional information was received that patient was doing well post operatively and the explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and needs to charge the ipg more often. The patient underwent an ipg replacement procedure.